Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy, the device did not fire. They changed the device to complete the case and resolve the issue. The patient is alive with no injury.